Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked j2 connector on liquid crystal display board.

Event description:
The customer's father reported via phone call that insulin pump has been giving her a battery alarm. The customer's blood glucose was unknown at the time of incident. Customer's father stated that there was nothing at this point in time that she'll be doing when this happens. The device was not expected to be returned for analysis.